Event description:
IT WAS REPORTED TO PHILIPS THAT SYSTEM'S FLEXVISION COMPUTER WAS UNABLE TO BOOT UP. THE SYSTEM WAS IN CLINICAL USE AT THE TIME OF THE EVENT. NO HARM TO THE PATIENT OR USER WAS REPORTED. PHILIPS HAS STARTED AN INVESTIGATION OF THIS COMPLAINT.

Manufacturer narrative:
Philips has received additional information indicating that on (b)(6) 2026, the system¿s FlexVision computer did not boot following a power outage that also disabled the supporting UPS. On the same day, a patient required an emergency PCI procedure. An intervention was successfully initiated using one of the Philips Surgical C-arms, enabling the immediate clinical need to be addressed. However, the patient subsequently required stabilization before being transferred back to the catheterization laboratory to complete the examination and treatment. The patient was scheduled to return to the catheterization laboratory at 13:00 on (b)(6) 2026, having been assessed as sufficiently stable to undergo the procedure; however, the patient suffered a heart attack at 09:00 on the same day and subsequently passed away. The foregoing information reflects the customer¿s report as currently available to Philips and has not yet been verified. The investigation into this complaint is ongoing. A final report will be submitted once it is complete.The codes were updated based on the new information.